Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy, during third reload assembly, the handle was not able to recognize the reload and the led screen had turned off and broke off. Surgeon used new shell and handle to resolve the issue. No patient injury.

Manufacturer narrative:
Additional info: g4, h10 new information has been received. This event has been reassessed. The event is no longer considered a reportable, and is now classified as a not reportable. If information is provided in the future, a supplemental report will be issued.